Event description:
The plaintiff's attorney alleges that the decedent experienced a cardiac event after the use of the product during dialysis treatment and subsequently expired on the same day.

Manufacturer narrative:
This is one event for the same patient involving two separate products.